Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to over use of the device and the device no longer works as a result of the tubing 'busted' the left cylinder where it connects to the pump. The patient had a priapism for 5 days. The ipp cylinder, pump, and reservoir was explanted.